Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained rvos episodes. Review of the episodes revealed intermittent pvc. No programming changes were recommended. The patient will continue to be monitored.